Manufacturer narrative:
A getinge field service technician (fst) was sent out to perform service works. According to the service report the fst replaced the tacho strobe rpm (material# 70100.7785, serial# unknown). The failure could be confirmed. Since the defective part is archived in the hospital are no further investigations like. Therefore the most probable root cause could not be determined. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was stated that the hl20 unit had an err direct error after start up of device. If it is reversed after turning it on, the machine can rotate normally, but there will be an error code, which is beltslip. No indication of actual or potential for harm or death was stated. Instant of time unknown. Further details are pending. Complaint-number: (B)(4).